Manufacturer narrative:
(B)(4).

Event description:
Cgm accuracy. It has been reported that there was a difference in readings of 80 points. The reported glucose values fall within the b and c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid.